Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to migration attributed to the weight of the patient. Shortly after implant, the patient experienced asystole after sitting up. A revision procedure was performed and the leads were found dislodged. The leads were repositioned. However, after the revision the patient experienced asystole once again when she sat up. The physician stated the heavy breast tissue and muscle pushed the pacemaker down and pulled the leads out of their placement. The leads were explanted and replaced. As part of the follow up, a chest x-ray was performed and it was identified that the pacemaker had migrated again due to the weight of the patient, causing the leads to lose all slack. To prevent another dislodgement, the physician explanted the pacemaker and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) to implant an extra left ventricular (lv) lead. No additional adverse patient effects were reported.